Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the console cover (d441-00-0194), flat head screw (d212-17-0604), wheels assembly (d997-00-0588) and he tank valve (d202-00-0104). The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had console cover damage. There was no patient involvement.